Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the ar, the dilator bent. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay operating room as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the dilator bent during use was confirmed. One dilator was returned for analysis. The customer also returned a photo of the dilator. The returned device was visually examined with and without magnification. The dilator was observed to have a slight bend approximately 8 cm from the distal tip. Microscopic examination of the device showed no defects or anomalies in the surface of the dilator extrusion material. The dilator length from the base of the hub to the dilator tip measured approximately 10.1 cm which is within specification of 3.75-4.25 in per dilator graphic. The od of the dilator measured approximately 2.85 mm which is within specification of 0.111-0.113 in per dilator graphic. The maximum ID of the dilator is 0.038 in per the graphic. A 0.038 in pin gauge could be thread all the way through the dilator indicating that the ID of the dilator is within specification and that there are no occlusions. The instruction booklet instructs the user to enlarge the cutaneous puncture site with use of a scalpel before using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history records review was performed with no evidence to indicate a manufacturing related cause. Based on this other remarks: evidence, operational context caused or contributed to this event. No further action will be taken.